Event description:
The customer reported: on (B)(6) 2026: during handover from the operating room, the patient's pacemaker was moved from the patient's abdomen to the stand. The pacemaker extension cable disconnected from the pacemaker, and the patient who had no intrinsic rhythm went into cardiac arrest. An alarm was raised. A physician arrived and a new pacemaker from the emergency trolley was connected, restoring rhythm. The pacemaker was tested with other wires, but these also disconnected from the pacemaker connectors. The pacemaker was labeled and returned to the operating room. A new pacemaker was placed in the emergency trolley. On (B)(6) 2026: electrodes were perceived to attach poorly in the sleeves/connectors; the unit was submitted to medical technology for inspection. On (B)(6) 2026: an osypka pacemaker was connected intraoperatively during weaning from extracorporeal circulation. The ventricular electrodes did not attach securely to the pacemaker connectors. The patient had an underlying rhythm; the pacemaker was therefore disconnected and replaced. On (B)(6) 2026: the ventricular pacemaker electrode detached during surgery. It was confirmed that the electrodes on the cable did not properly attach to the pacemaker connector.

Manufacturer narrative:
Osypka medical received the first device with s/n(B)(6) for evaluation on 2026-02-19. Two more followed on 2026-02-27 (s/n(B)(6)) and on 2026-03-02 (s/n(B)(6)). Extension cables has been provided together with the devices. The pacemaker came in good condition and no mechanical damage. We could confirm that the disputed collet terminals are a bit more stiff to turn and fixed pins had less holding power. However, we could not reproduce that the pin got loose or even fell out. There was no visible damage on the collet terminals which could explain the reported problems. The affected pacemakers have been put in operations in november 2025 without any similar complaint since then. The terminals work as followed: they are designed to fix pins from 0.9mm - 2.0mm. In order to fix a pin in the terminal the profile cap (red or black) is turned clockwise. This causes the 4 jaws of the collet to be pressed together until the pin is clamped tight. The device history records has been reviewed. All pacemakers are fully tested in production. All terminal connectors are 100% tested with test pins of 0.8mm and 2.0mm diameter). All tests were passed for sn (B)(6). Even if no impurities were visible the terminals of the complaint device were cleaned and the profile caps replaced with new ones. As a result, the complaint terminals worked as good as the none complaint terminals. The root cause of the incidence could not be fully identified. One of the following reasons or a combination of them could have caused the incident. 1. Stiff terminal cap due to contaminated threads causing higher torque needed to tighten. 2. Collet not tighten enough or not tighten at all 3. After installing the pin to the collet the secure attachment has not been checked by the user.